Manufacturer narrative:
Lot history record review: the lot history record for the reported lot was reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was returned for eval and the following was observed. The catheter was returned with the wire inside the catheter. The catheter is on 5cm in length. The wire is 6.3cm out of the tip of the catheter. The wire is in the red lumen. The tip of the catheter appears to be flattened. The wire at the hub of the catheter is twisted and bent. There is dried blood on the wire just before the bend. There is a cut on the coil part of the wire. It appears as if the wire was cut when the catheter was cut. The guidewire was removed from the catheter and was reinserted without difficulty through both lumens. There is not enough catheter to loop the catheter. Conclusion: the complaint investigation is unconfirmed. The complaint sample was returned for eval but the reported complaint could not be duplicated. The exact cause of the complaint is unk. During the eval the following was observed: there is a cut like mark on the coil part of the guidewire that possibly occurred when the catheter was cut, the distal tip of the catheter is slightly flattened, the catheter length is only 5 cm, and the wire is bent at the hub. The guidewire was removed from the catheter and reinserted in both lumens, up to the bend in the wire without difficulty. However difficulty interfacing the wire usually occurs when the catheter is looped no straight. The returned catheter is only 5 cm in length and is too short to be looped. It is possible that if the catheter was looped, difficulty may have been felt at the flattened section. It is unk when the flattened section occurred. Angiodynamics has been made aware of this type of complaint and has opened up a corrective action to address this issue. This type of complaint appears to be design related. A review of the mfg records for the possible lots indicated that all of the device spec and quality requirements were satisfied. This type of complaint will be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
The wire would not come out after the PICC was inserted over the wire. It stuck on the transition of the floppy tip at the 5 cm mark of the catheter.